Event description:
Discordant results for human chorionic gonadotropin (hcg) in one oncology patient were obtained on an immulite 2000 xpi instrument. A female patient after operation was followed-up for hcg level. Her results were usually <1. Two higher results were obtained and were questioned by the physicians. Repeat results were lower and aliquots sent to other laboratories were low. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and database. The fse confirmed that the instrument is performing within specifications. Samples only from this particular patient run from the primary tube produce discordant high results. The cause of the discordant high hcg results is unknown. Patient specific factors are suspected. As per the instructions for use (IFU): "intended use: for in vitro diagnostic use with immulite 2000 systems analyzers - for the quantitative measurement of human chorionic gonadotropin (hcg) in serum, and for strictly qualitative determination in urine, as an aid in the detection of pregnancy." The instrument is performing within specifications. Further evaluation of the device is not required.